Manufacturer narrative:
(B)(4): the customer reported that on (B)(6) 2010, between 17:15 hour and 17:45 hour, a pt's desat level dropped below the set low limits, but the nursing staff claimed that the mp70 monitor did not generate an alarm. The pt suffered a serious injury. The customer printed recording strips and vital signs reports and sent them to philips for review. The customer requested info from the logs in order to understand what happened between 17:15 hour and 17:45 hour. The logs show that the monitor in question generated a desat 75 <80 red alarm at 17:19:53 hour. This red alarm was silenced at the central station 53 seconds later at 17:20:46 hour. The strips show that the pt's spo2 level did not recover and continuously stayed below the set limits until the monitor generated a vtach alarm at 17:45:46 hour. The vtach alarm was also silenced at the central station at 17:47:52 hour. Since the alarms were silenced, and the pt's low spo2 level continued below the set low limits. The monitor did not reset to audibly alarm again. Product labeling (instructions for use) states that "if the condition that triggered the alarm is still present after the alarm has been acknowledged, the alarm message stays on the screen with a check mark symbol beside it, if the alarm condition is no longer present, all alarm indicators stop and the alarm is reset". Based on the available date, we conclude that the monitor worked as intended, and alarmed as expected based on its configuration. Given that the low limit spo2 value persisted after the alarm was silenced, no other alarms should be expected per the device design. To rectify this situation, philips recommended using the "re-alarm/alarm reminder" configuration to the customer. The device labeling (instructions for use) adequately describes acknowledgment of alarms and also describes reminder alarms and re-alarming. No other calls were logged by this site for this issue, and no further investigation or action is warranted.

Event description:
The customer reported that the alarms were not working during a pt event.